Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button anomaly due to the blank display.

Event description:
The customer's mother stated that the buttons were no longer functioning properly after the insulin pump got wet. Troubleshooting was performed and the problem continued. Nothing further was reported.